Event description:
It was reported by an internal associate that a physician at a conference stated that after a lap cholecystectomy there was a leak on the cystic duct after using a disposable. There were no adverse consequences to the patient. There is no device available for return. No additional information is known.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.